Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) with a blood glucose level was 407 mg/dl, with moderate ketones. Customer attempted to self-treat with a bolus via pump and a manual injection, however, was treated with intravenous fluids of saline and insulin in the ER. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.